Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high capture thresholds resulted in diminished battery longevity. It was noted that the ICD exhibited noise over-sensing resulting in pacing inhibition, as well as low and out of range pacing impedance. No intervention was performed. The patient was stable.